Event description:
Healthcare professional (hcp) reported that the home patient (hp) had bypassed a "caution: negative uf" alarm while using the homechoice pro cycler for apd therapy. Hcp reported that the hp drained out 1880mls of fluid during the apd therapy after bypassing the alarm, which was approximately twice the volume of their programmed fill of 900mls. Hcp relates that the hp typcally has a fill volume of 200mls, however, hp had reduced the programmed fill volume while hp was in recovery from hernia surgery. Hcp relates that the hp was not overfilled as a result of the inappropriate bypassing as the 1880mls was still less than their normal fill volume, however, hcp feels that if the same incident were to have occurred with the normal fill volume that the hp possibly would have overfilled self. According to the hcp, there was no patient injury or medical intervention.